Event description:
The customer reported a complete breakdown. The fse noted, error 25 after x-rays were taken, no image on the amp during the exam. The customer would be unable to view fluoroscopic images. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.